Manufacturer narrative:
N/a

Event description:
The following has been reported: nurse reported: "pump # (B)(6). However, nurse tried the same tubing on several other pumps today and am having the same problem. Nurse really feel like it is the secondary port that is not allowing fluid to go down, even though it's allowing it to prime up. " biomed reported: "after attaching a secondary line, the pump allowed for backpriming of the line but when starting the infusion, the pump triggered an upstream occlusion alarm. The nurse thoroughly checked the line to ensure that all clamps were disengaged and there were no kinks or obstructions, but unfortunately, the alarm could not be cleared. Nurse then tried using a separate pump but faced the same issue. They finally resolved the issue by re-stringing a primary line and attaching the same secondary medication. The infusion ran smoothly without any alarms, leading pam to conclude that the problem lies with the secondary inlet of the initial primary tubing. Additionally, nurse reported that there were no closed system transfer devices (cstds), filters, or any other attachments on the secondary tubing that could have contributed to an occlusion. " no patient harm. A preliminary review of the logs identified the following issue: unresolved occlusion alarms. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction - initial MDR submission date for 3014732157-2026-00107 was listed as 23jan2026. The actual date of submission was 26jan2026.

Event description:
See section h11.

Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The primary bolus prime process passes successfully. Secondary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and secondary line was connected to a saline solution bag. The secondary bolus prime process does not pass successfully. The alarm "occlusion upstream" was triggered multiple times in the ivenix lvp display. The flow test was performed and flow rate of the unit was 3.6 l/min, the set is within specification. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. Therefore, it was observed that the diaphragm was displaced. The k zero was removed and no occlusions were found in the component. The solution was injected through k zero and flowed freely. An underwater leak test was performed to verify the liquid and air side areas of cassette, and no bubbles were observed coming from the unit. The customer complaint is confirmed by the replicated alarm. An upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing being kinked or a slide clamp being actuated on the tubing. Based on the sample evaluation, the alarm could have been caused by a displaced diaphragm, which may affect the proper filling and emptying of the pumping chamber, leading the lvp machine to interpret the resulting pressure changes as an occlusion condition. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. An internal investigation was opened to address this issue. The batch record fa25c12208 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.